Event description:
On (B)(6) 2012, the pt started feeling pain on the chest and she realised she was not able to see the blue catheter in the insertion point through the transparent dressing. She went urgently to the hosp. The PICC was located in the conjunction of right atrium with the pulmonary vein, and was removed under a dual femoral access procedure in vascular interventional radiology service. The pt was kept under vigilance for 24 hours and then discharged from the hosp.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after removal. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.